Manufacturer narrative:
It is unknown if the affected device will be returned for investigation by the manufacturer. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID: (B)(4). This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the urologist was resecting while using 27050e, 277kb and a valley lab esu. While resecting, he noticed a spark where the 277kb connects to the 27050e. This was a one time spark. No patient was harmed. No hospital staff was harmed". No negative impact in state of health reported. Cross reference medwatch 9610617-2025-00782.

Manufacturer narrative:
Correction to section d4 - no lot number was provided. Correction to section d7a updated to no. Cross reference complaint ID: (B)(4). This event is filed under internal complaint ID: (B)(4).